Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. No further information could be obtained. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinic reported that it was undetermined if there was inappropriate therapy. However, the clinician indicated the patient appeared to be in sinus tachycardia and that the patient had not been taking their beta blocker medication.